Event description:
The device was being used to deliver external pacing therapy to a pt. Allegedly, the pt received a burn from the "lead wire" during the procedure. The pt's outcome and details were not reported.